Event description:
Customer states, "the staff placed a piece of what appears to be packing tape on the towel that they said they used to demonstrate the lint that was coming off the towels. The procedural operations manager indicated verbally that he thinks it is most likely just the small fibers within the towel, but the doctor is apparently seeing this "lint" when she is trying to view an object that is laid down on top of the towel under the microscope."

Manufacturer narrative:
Customer states, "the staff placed a piece of what appears to be packing tape on the towel that they said they used to demonstrate the lint that was coming off the towels. The procedural operations manager indicated verbally that he thinks it is most likely just the small fibers within the towel, but the doctor is apparently seeing this "lint" when she is trying to view an object that is laid down on top of the towel under the microscope." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.